Manufacturer narrative:
Evaluation summary: the x-ray demonstrated that the wireform was intact. Suture track indentation was observed on leaflet 2 near commissure 3. This indicates the suture was looped around commissure 3. In addition, indentation and non-transmural tear was observed on the free margin of leaflet 3 at commissure 3; however, no suture track was noted. There were two sutures on sewing ring near leaflet 3 but not close to commissure 3. Suture holes were observed around the sewing ring. No other visible damage was observed. Additional manufacturer narrative: (B)(4). The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of "one of the leaflets did not close as it should" may be due to confirmed suture loop. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this case, the intervention to treat the suture loop resulted in extended bypass time for an already critically unstable patient and the patient developed bleeding and av dissociation which was unable to be repaired and the patient expired. Based on the information received, patient factors and procedural factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards learned of a 29mm pericardial mitral valve was explanted at implant due to leaflet immobility. After the valve was implanted and sutures were tied, one of the leaflets was not moving and there was a large gap between the three cusps of the valve. The valve was removed and another 29mm was used. The new valve was functioning normally and all three cusps were approximating without any significant leak. The patient initially presented with an acute inferior wall myocardial infarction with rupture of the posterior medial papillary muscle and severe mitral insufficiency. He was taken to the cath lab where he was found to be in cardiogenic shock. An intraaortic balloon pump was placed. A drug-eluting stent was placed into the right coronary artery for coronary artery disease. The patient was also in acute renal failure, pulmonary edema, respiratory failure, and had hyperglycemia as he was taken for emergent surgery directly from the cath lab. Upon weaning from cardiopulmonary bypass, a significant amount of blood was noted to be coming from the back of the heart. The patient was put back on bypass. A relatively large hematoma was also noticed in the posterior aspect of the left ventricle and extended into the av groove. Multiple sutures were placed in the left atrial dome behind the aorta to stop the bleeding. Another attempt to wean the patient from bypass was made. This time severe left ventricular dysfunction with global hypokinesis was noticed. It was thought that the repair sutures may have been blocking the left main artery causing the global hypokinesis. The surgeon placed a bypass graft on the left anterior descending artery. Echocardiogram showed improvement in left ventricular function. Despite this improvement, there was significant bleeding coming from the posterior aspect of the heart at the mid-portion of the posterior left ventricle. A repair was attempted with a piece of patient pericardium and bio glue. Multiple attempts were made to wean from cardiopulmonary bypass but the patient continued to bleed, and all attempts to control the bleeding were unsuccessful. The patient's hemodynamics continued to decline and the patient expired in the operating room.